Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device was programmed to infuse for a duration of 20 hrs. Of an unspecified fluids however the user noted that the bag emptied "too soon." The biomed was uncertain if there was patient harm. The biomed performed his own investigation and found no issues with the device. .